Manufacturer narrative:
The subject 2 devices were returned to omsc for investigation. The device which was initially used was broken at the junction with the basket wire and the pipe. There were no abnormalities found upon investigation of the condition of the welded part. The basket was deformed. The basket of the second device was also deformed. In addition, there were slips on the coil sheath. As the checking of the manufacturing record of the same lot, nothing abnormal detected. According to the investigation and report from the user facility, omsc considers that the condition of patient or calculus caused the failure of crushing calculus and the breakage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during endoscopic retrograde cholangio pancreatography (ercp), the operation pipe broke. The doctor withdrew the subject device from the patient and attempted to crush the stone with another bml-v232qr-26 but the coil sheath was deformed. He thought that the breakage of the device might occur again if he continued to perform the procedure and abandoned it. After 5 days, the doctor crushed 4 or 5 stones including about 3cm large size stone. The patient was recovering.